Event description:
According to the reporter, during a laparoscopic vats (video-assisted thoracoscopic surgery) wedge resection procedure, at the time of stapling the lung tissue, the surgeon noted that excessive force was displayed on the screen. The surgeon tried to reposition the device and take smaller bite, and tried multiple (six ) reloads, but could not get the stapler to get to acceptable range. It was noted that the tissue was thicker than normal. To resolve the issue, the surgeon converted the procedure into a vats lobectomy (right upper lobe) procedure. This led to 30 mins extended surgical time.

Manufacturer narrative:
D10 concomitant products: sig60axt - tri 2.0 sig60axt 60 xtra thk 15mm, lot# n4d2293y; sig60axt - tri 2.0 sig60axt 60 xtra thk 15mm, lot# n4d2293y; sig60axt - tri 2.0 sig60axt 60 xtra thk 15mm, lot# n4d2293y; sig60axt - tri 2.0 sig60axt 60 xtra thk 15mm, lot# n4d2293y; sig60axt - tri 2.0 sig60axt 60 xtra thk 15mm, lot# n4d2293y; sigphandle - sig power sigphandle handle, serial# unknown; unk-sigadapt - unknown signia egia adapter, serial# unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was fully fired. The clamping mechanism was deformed. It was reported that there was excessive load detected during use. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur under the following conditions, application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the endo gia¿ ultra universal short, endo gia¿ ultra universal or endo gia¿ ultra universal xl stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.